Event description:
Looks to be an old howmedica thr but I have no op note, or original operation date. Cup has migrated superior and patient had groin pain. Cup and stem were found to be loose and replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding stem loosening involving a pca primary fem stem #3 left was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. A device history review indicated all devices accepted into finish goods met specifications. A complaint history review indicated there were no other events for the referenced lot. The exact cause of the event could not be determined because further information is needed. One x-ray was provided for review however the event could not be confirmed. No further investigation for this event is possible at this time.

Event description:
Looks to be an old howmedica thr but I have no op note, or original operation date. Cup has migrated superior and patient had groin pain. Cup and stem were found to be loose and replaced.